Event description:
This report summarize one (1) malfunction event. A review of the event involved the device(s) seating issues. No patient adverse event was reported. No information regarding patient demographics were provided.